Manufacturer narrative:
Product has been received by zimmer biomet. The complaint of a cracked inner tray was confirmed by visual inspection. The part and it's packing were determined to be conforming after reviewing manufacturing history records and inspection criteria (B)(4). The root cause was determined to be inadequate packing that was addressed in a previous change to the product's bill of materials. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection of circulating products on (B)(6) 2016. Zimmer biomet (B)(4) found a crack in the sterile blister of a bi-metric stem. No patient involvement.